Event description:
It was reported that multiple cartridges had blockages causing the customer not to receive insulin correctly subsequently resulting in hospitalization. Customer declined follow up from tandem technical support. No additional information was provided.